Event description:
The hcp reported the patient had been experiencing withdrawal symptoms. The pump was explanted after 30 months implant duration for battery depletion. It was replaced and returned to the manufacturer for analysis. The patient outcome post replacement was reported as good. A follow up report will be sent when additional information is received.

Event description:
Additional information from the hcp reports the pt was experiencing increased pain. The pt recovered without sequela.